Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed high, out of range, rv pacing lead impedance measurements of greater than 2,000 ohms. Noise was also noted on the pace/sense channel. A lead fracture was suspected. Subsequently, this patient underwent a revision procedure where this rv lead was explanted and a new lead was successfully implanted. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Visual observation revealed a cut in the trilumen insulation with a corresponding cut noted in the suture sleeve. The lead was determined to have been electrically continuous. The reported clinical observations were not able to be confirmed.